Manufacturer narrative:
It was reported that the urinary catheter balloon deflated while inserted into a suprapubic site and the device came out of the end-user. The end-user was taken to a local hospital emergency department (ed) for evaluation and treatment. A urologist at the local hospital was unable to insert a new urinary catheter into the suprapubic site. A urinary catheter was, instead, inserted into the end-user through the urethra. Reportedly, the urologist also inserted and sutured a "wire tube" into the suprapubic site to maintain its patency. On (B)(6) 2019 the end-user reportedly received an outpatient procedure to "re-establish" the suprapubic site and a new urinary catheter was inserted into the patient through this site. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon deflated while inserted into a suprapubic site.